Manufacturer narrative:
An event of "occluder was explanted due to erosion" was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported on an unknown date an unknown amplatzer occluder was implanted. A few weeks post implant the occluder was explanted due to erosion. The defect was surgically repaired. The patient was reported to be in stable condition and since has been discharged. Additional information was requested but cannot be obtained.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.